Event description:
It was reported that the patient experienced recurring incontinence as the artificial urinary sphincter (aus) was partially working three months after implant. The patient indicated needing 1 to 2 pads a day but the urine loss was more intense with effort and sneezing. The patient requested to speak to a technician to obtain further guidance and to better understand if the device was being used correctly. No additional information was reported.